Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced. Therapy was restored.

Event description:
It was reported the patient had an unrelated surgery on (B)(6) 2021 where the device was not placed in surgery mode. Surgical intervention may take place at a later date.